Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the helix would not extend and the lead was stiffer than usual. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant the helix would not extend and the lead was stiffer than usual. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant the helix would not extend and the lead was stiffer than usual. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix disengaged from the helical channel. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation noted.